Event description:
It was reported that the set screw 'slided' during insertion in the bone screw during a lumbar surgical procedure. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additoinal info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample m8 mas found the set screw unable to be engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.